Manufacturer narrative:
As it is unknown as to which device contributed to the event we are filing this report for notification purposes: the reported devices are given below: part ID/ lot# / qty / 510(k)# / UDI / product code: 75446540 , unk , 01 , k042025, (B)(4), kwp. 75446545 , unk, 01 , k042025 , (B)(4), kwp. 2991122 , h11c0104 , 01 , k073291 , (B)(4), max . 7540020 , unk, 01 , k052187 , (B)(4), kwp. Unknown rod , unk , 01 , unk , unk , nkb. Unknown biologic , unk , 01 , unk , unk , mqv. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. ,

Event description:
It was reported that on an unknown date in 2011 the patient underwent a surgery using pedicle screws, spacer and biologics. Post-op, the patient experienced leg and arm pain. The patient presented for a follow-up on an unknown date in 2012 for pain management. The patient allegedly complained of back pain radiating down back and arms, stiffness in both hands, stomach pains, headaches, sharp pin pains in right leg, stiffness in neck, loss of mobility, and severe pain in area where the implant was located and sexual issues. The devices are not broken and remain intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had surgery for l5-s1 fusion. Reportedly, post-op, infection was observed.